Event description:
The following information was provided: pt reported; both of their hip implants broke between the femoral neck. The head separated or broke. Trident 52 cup 3600 degree times 3 polyethylene cap and 4.5 by 1 and 2733 accolade stem 10 + 5 * 336mm cobalt head and both of them at different times have broken in almost identical place. Additional information: (B)(6) 2018 lost right leg. Right hip fractured in (B)(6) 2025, left hip fractured about 6 years ago (there was no revision). This report covers the patient's right hip.